Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height main drawer 6 was intermittent when attempting to open or close. A field service engineer fse found a piece of pill foil jammed near the position sensor, causing it to loosen during drawer movement. The fse removed the foil, readjusted the sensor to its proper position, rebooted the unit, and tested it multiple times with the customer. No further errors were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 was not opening after technician fixed the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.